Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ IV catheter had foreign matter on the catheter.

Manufacturer narrative:
H.6. Investigation summary: DHR review: a review of the device history record was completed for sub-assembly# 008664bjf lot 7179831 manufactured from 14-jul-2017 to 20-jul-2017 and sub-assembly #008664bjf lot 7270723 manufactured from 25-oct-2017 to 01-nov-2017 in (B)(4) machine used in claimed lot 7299643. This lots was reviewed regarding the tests of ¿needle tip penetration, catheter tip and catheter slip¿, ¿damaged component¿ and ¿foreign matter ¿ were not evidenced records that could lead to the claimed defect. However, for lot 7270723 in the process of catheter pointing (tipper) were evidenced bad catheter tip records, which may be related to the incident in question. It should be noted that, adjustments related to catheter tip to improve the quality of the catheter tip, are performed by the area operators / preparer according to procedure dct024-0. These adjustments were evidenced during batch history analysis. Received 2 used units in open packages from catalog number 381137, lot number 7299643. The samples were sent for ftir testing. After result of this test on 01/03/2019 in attachment the bd juiz de fora it concluded that foreign matter is composed of dark biological strand, not identified, cellulose + lignin and silicone at the catheter. Confirmed: for the claimed defect of "foreign matter" bd can confirm the customer's complaint. Although no records of "foreign matter" were detected for the batch in question during the investigations carried out, after analyzing the photos and the ftir result attached, it was possible to confirm the complain for defect foreign matter even though there was no evidence of this issue during the investigation that could lead to this complaint, based on the investigation of the photos and ftir test it was concluded that the probable root cause of this foreign matter composed components similar of cellulose + lignin, dark biological strand, not identified, may have joined the silicone forming the foreign matter found and have originated punctually during the assembly process of the angiocath product which may be related to the problem of excess silicone originated from the machine. CAPA 450094 was opened to investigate.

Event description:
It was reported that a bd angiocath¿ IV catheter had foreign matter on the catheter.